Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited intermittent loss of capture (loc) at maximum thresholds which have resolved on their own. There was also evidence of decreased on rv amplitudes. Boston scientific technical services (ts) suspects a microdislodgement. No adverse patient effects were reported. No intervention was performed and the patient will be monitored.